Event description:
A malfunction alarm was reported by the caller, identified as alarm 01. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. The caller was instructed by technical support to load a second, new cartridge, successfully resumed insulin delivery, and reported being able to continue insulin therapy without further issues.